Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an occurrence of water leakage from the a-rubber [bending section cover] which may have led to foreign material in the auxiliary water channel. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported event. It was found that water tightness was lost due to a pinhole on the bending section cover. In addition to the foreign material in the jet tube, other evaluation findings are as follows: switch #1 had a pinhole; the air/water cylinder and suction cylinder had no color; the insulation resistance value at the distal end did not meet the standard value due to damage on the bending section cover; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; and the adhesives around the light guide lens and the bending section cover were cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the loaner colonovideoscope was leaking. There was no report of patient harm. The device was returned, evaluated, and foreign material was found in the jet tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.